Manufacturer narrative:
The information that provided in date of incident with the initial report was incorrect. The correct information has been included with this report. Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the reservoir compartment was not able to lock in its place. The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.

Manufacturer narrative:
The device was received with cracked select button keypad overlay. A test reservoir was installed, and the reservoir locked into place inside the reservoir tube properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's girlfriend reported via phone call that the customer had a high blood glucose value of 500 mg/dl. The customer¿s girlfriend stated that customer's insulin pump had crack on center button. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The device will be returned for analysis.